Event description:
It was reported that a valve on this device blew out during the course of a procedure. There was a 30 min delay while a back-up device was retrieved. There were no adverse consequences and no medical intervention required.

Manufacturer narrative:
The device was received by the MFR for eval. The complaint could not be duplicated. The device gauge was replaced. Preventative maintenance was also performed and the device was returned to the customer.